Event description:
On (B)(6) 2024, grifols customer gift of hope (USA), reported a discrepant hbv result for a donor sample tested with procleix ultrio elite assay master lot (ml) 708074. The initial donor sample tested on (B)(6) 2024 yielded a nonreactive result in the screening assay with an s/co of 0.23 and reactive in the discriminatory hbv assay with an s/co of 16.98. The sample was anti-hbc reactive and hbsag nonreactive. The donation was not used and remaining volume of the plasma sample was sent to grifols for investigational testing. Grifols tested the sample in the aptima hbv quant assay on (B)(6) 2025. The results from the two replicates were discordant: "hbv dna not detected" and "20 iu/ml hbv dna". No related quality events were found for this lot/batch of product and the product met all release criteria. A previous events search did not indicate a trend for hbv sensitivity issues with ultrio elite ml 708074. The root cause of the nonreactive ultrio elite result is likely low titer hbv. Intermittent reactivity is expected at concentrations at or below the limit of detection of the assay. The serological profile is consistent with occult hbv infection (obi), which is marked by low to undetectable levels of hbv dna. Grifols will perform additional testing to confirm the assay is working as expected. Additional information will be provided in the final report.